Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose at the time of incident was 1.5 mmol/l and 2.1 mmol/l. Customer's current blood glucose was 3.8 mmol/l, 4 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by food such as biscuits, glucagon, sandwiches and yogurt. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer does not believe pump is over-delivering. Auto mode feature was not used during the time of event. Customer stated retainer ring was detached. The insulin pump will not be returned for analysis.